Event description:
Cusomer claims that he developed a pressure wound due to cushion going flat.

Manufacturer narrative:
The customer alleged that a pressure injury developed due to cushion going flat, but roho, inc. Has not seen medical records to confirm this. The manufacturing records were reviewed and indicated the cushion passed all inspections and verifications. The cushion was returned and the evaluation report is attached. Evaluation of the cushion revealed rubber rot caused by exposure to ozone or similar cleaning chemical. The user manual instructs against the use of ozone which states: "prolonged exposure to ozone may degrade materials used in the cushion, affect the performance of the cushion, and void the product warranty." The user has warning in the manual to check skin frequently: "check skin frequently, at least once a day. Redness, bruising, or darker areas (when compared to normal skin) may indicate superficial or deep tissue injury and should be addressed. If there is any discoloration to skin/soft tissue, stop use immediately. If the discoloration does not disappear within 30 minutes after disuse, immediately consult a healthcare professional. Check inflation frequently, at least once a day. Do not use a product that is underinflated or overinflated, because 1) the product benefits will be reduced or eliminated, resulting in an increased risk to skin and other soft tissue." Roho, inc. Attempted to contact customer at hospital which he was admitted, but patient was discharged. Attempts to acquire additional contact information were unsuccessful. If additional information is received, a follow up report will be submitted.